Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), intermittent catheter. Visual inspection of the one-photo-sample noted degradation on the catheter and the catheter shaft. This does not meet specification per inspection procedure which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿stress on materials during shipment and handling¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create or risk of patient or user infection, compromise the structure integrity and/or essential material and design characteristics of the device, which may led to device failure, and/or lead to injury, illness or death of the patient. Caution: this product contains natural rubber latex which may cause allergic reactions. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had several robinson intermittent catheters on their shelf that were appearing to lose color or break down or had cracks as in the attached picture. They all said that they had 3 years or more years of shelf-life left, but surgeons were leery to use them due to this break down (lot#ngjp0217 and lot#nght0223). Per follow up response via email on 22may2024, stated that customer would not use catheters on patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had several robinson intermittent catheters on their shelf that were appearing to lose color or break down or had cracks as in the attached picture. They all said that they had 3 years or more years of shelf-life left, but surgeons were leery to use them due to this break down (lot#ngjp0217 and lot#nght0223).